Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. However, the customer did provide an image. A supplemental report will be submitted once the investigation is complete. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the cerebral aneurysm flow procedure, the pipeline flex was reported to have failed to open at the distal section. However, the device was able to be implanted within the treating vessel. The ped was fully resheath 1-time, partial resheath 7 times due to the device twisting. The pipeline distal end was resheath 3 to 4 times due to poor opening. The anatomy was severe in tortuosity. No patient injury occurred.

Manufacturer narrative:
The device was not returned as it was implanted in the patient. However, an image was provided. The distal end of the pipeline flex braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline is likely the results of the user re-sheathing the device more than recommended two times. It was reported that the patient's vessel tortuosity was severe, and the pipeline flex distal end was re-sheathed 3 to 4 times. Possible contributing factor includes patient's severe vessel tortuosity. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.